Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 78% stenosed, 2.6mmx13mm, eccentric, de novo was located in the non-tortuous and moderately calcified left circumflex artery. Following pre-dilatation using a 2.5/15 non bsc balloon catheter, a 2.75x16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal part of the stent itself was kink. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient status was stable.